Manufacturer narrative:
(B)(4): on (B)(6) 2012 the customer reported that the battery would not take charge. When the battery was tested by philips quality on (B)(4) 2013, the battery had misleading leds. There was no report of patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2012, the customer reported that the battery would not take a charge. When the battery was tested by philips quality on (B)(6) 2013, the battery had misleading leds. There was no report of patient involvement.